Event description:
It was reported to baxter (B)(4) that a nurse found the chamber of a dehp free solution administration set was disconnected upon opening the packaging. There is no report of patient involvement or patient injury associated with this incident. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.